Event description:
It was reported that prior to opening the package, it was noted that the plastic tray was cracked and the sterility was compromised. The device was not used on the patient.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.